Event description:
It was reported that the patient had been "doing IV's" for months due to a bone infection. The infection was causing the patient's spasms to "act up." The healthcare provider (hcp) recommended that the patient take oral baclofen. The patient's pump was under their waistline instead of "staying down where it's always been." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial # (B)(4), implanted: (B)(6) 1997, product type: catheter. (B)(4).